Manufacturer narrative:
The reported event of no pacing output was confirmed. The device was tested and found that the ventricular pacing output could not be detected. The device was cut open and no pacing was observed across the internal hybrid ventricular test points. The cause of the field event was determined to be an integrated circuit anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13808; 2938836-2019-13807. It was reported that during a follow up in clinic, loss of capture at high capture threshold was observed on the right ventricular lead. Previous records also showed noise on the rv lead. Physician used a new lead which also showed issues of no capture however all other values showed normal for the lead. Physician elected to explant the device and use the new lead to resolve the issue. Patient was stable post procedure.